Event description:
The customer reported a false positive result while testing her daughter with the binaxnow covid-19 self test performed on (B)(6) 2021. Repeating testing was performed on (B)(6) 2021 and generated a positive result. Pcr confirmation testing (date and time not provided) generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed on retain kit lot 145513 with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All test results were valid and performed as expected with no false positive results replicated. Additionally, the manufacturing and quality control release testing were reviewed for kit part number 195-160 / lot 145513 and test device 195-430h / lot 140415r and they met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 145513 showed that the complaint rate is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event. Please see updates: d9, g3, g4 and h2. Corrections: g4 additional information: d9.